Event description:
Customer originally used swing breastpump; later purchased the freestyle. Since the softfit breastshield that came with the pump did not fit, she purchased 27mm & 30 mm shields. She would need to turn the suction to a high setting to pump or her milk supply would decrease. Now her nipples are raw. She went to see her doctor and she was told to discontinue pumping and breast feeding since her nipples are damaged. She tried using her swing breastpump and her nipples are getting infected.

Manufacturer narrative:
The customer was provided a replacement pump and spare parts. The device was returned for evaluation / investigation. Vacuum levels and cycles per minute were tested; all were within specifications. No definitive conclusion can be made as to the cause of the event. The product was scrapped after evaluation. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.